Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates the cartridge is contraindicated for use w/products other than humalog & at novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump appears to be functioning as expected. Customer is using humalin r insulin.